Event description:
It was reported that, "during the bha, the locking ring did not lock properly into the centrax. It was too loose. Therefore, the surgeon implanted a spare centrax instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.